Manufacturer narrative:
The v60 backup battery was tested, and no failures were identified.

Manufacturer narrative:
There was no patient involvement.

Event description:
The customer reported battery failure. There was no patient involvement.

Manufacturer narrative:
B4:19may2021. The biomedical engineer replaced the backup battery to address the reported problem.